Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the bio ID failed to power on intermittently. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier had been failing to power on intermittently. A technical support specialist (tss) ran the usb power management package to prevent the station universal serial bus (usb) ports from going to sleep, but the issue still occurred. After consulting with the lead engineer, hardware replacement was recommended. The fse removed the existing biometric identifier unit and replaced it. After the replacement, the fse ran the hardware test application, and nursing staff were able to log in multiple times. The failure was intermittent and might not reoccur for two weeks. The system functioned as intended after the field service engineer repaired the device.